Event description:
It was reported that the external device displayed that ipg was nearing ¿end of life¿. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-operatively.